Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01133. It was reported that stent withdrawal difficulty, stent detachment, and stent fracture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and severely calcified 32mm in length left circumflex (lcx) artery and 28mm in length left anterior descending (lad) artery. After a guide wire crossed the lesion, predilation was performed. Then a synergy¿ stent was deployed in the lcx and the branch side was opened. A 3.50x28 synergy¿ stent was then advanced into the branch side of lcx, but failed to cross the lesion despite several attempts. As the physician tried to remove the device outside the patient, the device got caught by the stent which was placed in the lcx. The physician tried to withdraw the device but the stent fell into the lad artery - left main trunk (lmt). The physician used a snare to retrieve the detached stent, but it was broken inside the patient. The detached proximal part of the stent was removed from the patient, but the distal part could not be removed. The physician tried to withdraw the whole system, however, the wire got caught by the stent and became stuck completely. The patient was sent for surgery and the device was successfully removed. No further patient complications were reported and the patient's status was stable.